Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the 4th firing of closure of entry hole of functional end-to end anastomosis in a laparoscopic partial colectomy, the surgeon tried to fire the device, however the knife did not advance. They replaced it with a new cartridge, and the procedure was continued. The sales rep noticed the cartridge was partially fired. There was no patient injury.